Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). In this MDR, bd corporate headquarters in (B)(4) has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a student was performing capillary blood glucose checks, the needle passed through the device of a bd sentry¿ safety lancet after use causing a needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Bd received samples and a photo from the customer facility for investigation. The samples and photo were evaluated and the customer's indicated failure mode for a protruding lancet blade through housing (incorrect assembly) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as all retain samples met specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photo, the customer¿s indicated failure mode for a protruding lancet blade through housing (incorrect assembly) with the incident lot was observed. No issues were observed during evaluation of the retain samples. Based on the investigation, the most likely root cause was determined to be related to a manufacturing assembly issue for the unit. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.